Event description:
Report received of a pump failing to deliver the programmed volume during preventative maintenance testing. The customer reported that during testing, the pump was set to infuse an unspecified volume and the pump did not infuse the set delivery. There were no reported adverse events while the device was in clinical use. Though requested, no additional information was available.